Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during an injection with a ¿sample product of one syringe¿ of juvéderm® ultra xc, ¿while injecting, the syringe cracked, and product spilled out on the syringe¿. No injury to the patient or injector.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received without cap nor needle. No defect observed

Event description:
Healthcare professional reported that during an injection with a ¿sample product of one syringe¿ of juvéderm® ultra xc, ¿while injecting, the syringe cracked, and product spilled out on the syringe¿. No injury to the patient or injector.